Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple email attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Our results indicate that this batch of product was processed without incident as related to the reported problem and therefore there is no internally assignable cause for the reported problem. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the tip on the vapr coolpulse90 electrode device fell off after 20 minutes of operation at 300w. It was reported that the electrode was changed for a new electrode and continued to operate. It was reported that nothing fell into the patient and the metal piece moved awry proximal in the opening. The rotator cuff procedure and the effect disappeared after 20 minutes, the electrode died. The electrode was not buried in tissue. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.